Event description:
A distributor reported that the pump battery was found to be unresponsive during troubleshooting. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.